Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience prime 3.0 x 12; aspirin, clopidogrel, atorvastatin, metoprolol. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.5x18mm and 3.0x12mm xience prime stents were successfully implanted in the left main (lm) to left anterior descending (lad) coronary artery lesion. On an unspecified date, the patient was hospitalized for coronary artery stenosis, unlikely related to the device. Another percutaneous intervention (pci) was performed and the event resolved without sequela. There was no device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial filed medwatch report, additional information received indicated that the stenosis, additional therapy/non-surgical treatment and hospitalization are not related to the device. No further investigation is required. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the additional information was obtained: on (B)(6) 2015, the patient was hospitalized for angina and ischemia per angiography. Another percutaneous intervention was performed in the right coronary artery (rca), not containing the implanted abbott devices.